Event description:
It was reported that they system has intermittent communication failed error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the rtos was replaced during the service call. The system was tested and found to be working as intended and put back into service.